Event description:
A customer contacted haemonetics on (B)(4) 2009 and alleged that centrifuge speed errors occurred for the orthopat perioperative autotransfusion system. No patient injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2009 and alleged that centrifuge speed errors occurred for the orthopat perioperative autotransfusion system. No patient injury was reported. No operator injury was reported. Upon evaluting the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. Haemonetics (B)(4).